Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an abnormal tidal volume. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had an abnormal tidal volume. The device was inspected, that it was confirmed that the flow sensor was faulty. The engineer replaced the flow sensor and the alarm was cleared; the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.